Manufacturer narrative:
Lot review: a review of lot# 3456310 showed (B)(4) units were manufactured, tested, inspected and released with no exception documents. Visual inspection: received:- two (2) b3300, microclave clear neutral connector in a bag lot unknown, two (2) packaged unused b3300, microclave clear neutral connector lot# 3456310, and one (1) empty bag of microclave connector lot# 3456310. Mating devices:- three (3) packaged unused 20g safestep huber needle sets ref lh-0031, 1 empty bag of 20g safeset huber needle set package ref lh-0031, 1 used 20g safestep huber needle set. The as received 4 b3300 samples, no visual anomalies were observed. Functional testing: the male and female luers of the respective returned devices were measured and found to be iso design compliant. The returned b3300 microclave were connected and subsequently hydrostatically pressure leak tested in the activated position and no leaks or disconnects were observed during testing. Final engineering analysis summary: each of the returned b3300 microclave assemblies had iso compatible male luers. Each of the b3300 microclave were connected to the returned bard safestep huber needle sets and pressure leak tested. The b3300 microclave met pressure leak expectations outlined in the product performance specification without leakage or disconnect during testing.

Event description:
Complaint received regarding the b330 disconnection from the bard huber needle. Unprotected chemo exposure reported but no adverse patient consequences reported.